Manufacturer narrative:
The insulin pump powered up properly after battery installation. There was no blank display noted. The pump had unresponsive esc and act buttons due to an unlocked j2/lcd keypad connector. We were unable to perform the operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to an unresponsive button. During the back light check, there was a portion of the el panel that was not lit due to a damaged el panel. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she made adjustments on the insulin pump and the lights will go off. Customer stated that the lights will go off and then back on. Customer stated that the backlight did work after installing a new battery. Customer had a blank display and stated that the display returned during troubleshooting. Customer was advised that a replacement battery cap will be sent as a courtesy. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.